Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation and the customer's reportable malfunction could not be confirmed. The device met performance specifications. Based on the results of the investigation, it is likely that some kind of air supply source other than the uhi-4 compressor was being used. However, a definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the insufflation unit suddenly had high pressure during procedure. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.